Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the gastrointestinal videoscope had a b30 error (scope communication error), debris in the forceps passage, and the distal end was burned. Based on the results of the investigation, the root cause of the b30 error was a bad plug unit. Olympus confirmed the device had foreign material, but the type of material or root cause cannot be identified. A definitive root cause cannot be determined. A definitive root cause could not be determined for the burned distal end. It is possible that a high-energy endo therapy accessory (laser, radiofrequency, etc.) May have been used without sufficient distance from the distal end should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device evaluation, the gastrointestinal videoscope had a b30 error (scope communication error), debris in the forceps passage, and the distal end was burned. There were no reports of patient involvement.